Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. During the revision, the physician relocated the ipg from right to left lower flank and implanted splitter. The patient is doing well following the procedure.